Event description:
It was reported by the patient that he heard alert tones from his device daily and then he had not heard alerts from his device for three days. Three days later, he reported hearing the alert again. The device had had reached elective replacement (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4).